Event description:
Complainant alleged that while attempting to treat a pt, the device had no display. Complainant indicated that the clinician used the device's recorder function to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.